Manufacturer narrative:
The occupation is lay user/patient. Device not returned.

Event description:
The patient stated that she received erroneous results when testing with coaguchek xs meter serial number (B)(4). This medwatch will cover test strip lot number 26683421. Please refer to the medwatch with patient identifier (B)(6) for information related to test strip lot number 29778721. The patient tested a sample on the meter using test strip lot number 29778721 and the result was 5.3 inr at 10:04 p.m.. At an unknown time on the same day, a sample from the patient was tested on the meter using test strip lot number 26683421, resulting with a value of 3.8 inr. No adverse events were alleged to have occurred with the patient. The patient was not treated and did not have medication changed based on the meter results. The patient's current condition is fine. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is weekly. The patient does not have antiphospholipid antibodies or anemia. The patient does not have a special or unusual diet. The patient has not had bruising. The patient's product was requested for investigation and replacement product was sent to the patient. Retention test strips (297787 and 266834) were tested in comparison to the master lot on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. No information was provided that would point to a cause for the result discrepancy.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.